Manufacturer narrative:
This one of one initial MDR report being submitted for this complaint, with associated manufacture report numbers of 2954740-2016-00057. Date of event/procedure is unknown. UDI (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by the health care professional, the g2 complex xtrasoft coil (641cx2535/c15537) failed to detach. No patient consequence was reported. It is unknown if the reported event caused any medical intervention or surgical delay.

Manufacturer narrative:
This is one of one final report for this complaint. Very limited information was received. The unidentified detachment control box (dcb), the unknown connecting cable and the unidentified microcatheter were not returned. The device was misdirected to (B)(4) where it was warehoused for an indeterminate amount of time. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was unsheathed and with unreported damage of being stretched which was observed by the unaided eye. The device positioning unit (dpu) was returned entangled. The detachment fiber is intact, undamaged, and did not receive heat and melt. The proximal section of the coil was stretched and compressed, however the remainder of the coil is undamaged. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate (IFU). No manufacturing defects were found. Due to post-procedural cleaning, handling, and packaging, the circumstances of how and when the unreported damage occurred to the unprotected coil that was found stretched inside the returned packaging cannot be determined. The complaint of the coils non-detachment is confirmed. The dpu failed electrical testing. The most likely contributing factor to the coil¿s non-detachment may have been due to wiring and/or a fracture of the solder joint connection. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil¿s non-detachment is confirmed; the dpu failed electrical testing. The most likely contributing factor to the coil¿s non-detachment may have been due to wiring and/or a fracture of the solder joint connection; however it is unknown of how and when the damages to the coil occurred. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. Device was not implanted device returned for analysis on 24 mar 2016. Unreported damage "stretched" which was determined upon preliminary visual analysis on receiving product. Device was returned for analysis.

Manufacturer narrative:
This one of one final MDR report being submitted for this complaint. Based on the information, the event could not be confirmed; the root cause of the reported product issue cannot be determined. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. The product will not be returned for analysis.